Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: attempted to insert IV, flash obtained, needle failed to retract, required several attempts manual retraction. Patient required second poke with new IV due to equipment failure.

Event description:
It was reported while using an bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: attempted to insert IV, flash obtained, needle failed to retract, required several attempts manual retraction. Patient required second poke with new IV due to equipment failure.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.